Event description:
An endurant stent graft system was selected for use in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. I was reported that while prepping the device the physician was unable to flush the device. In addition the wire was unable to pass through the taper tip. The device was not inserted in the patient. The physician decided to use another device and the procedure was completed successfully without any injures to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).